Manufacturer narrative:
Image review: images were submitted to medtronic for review. The first image reviewed was a lateral view, with what appears to be at least 2 cp stents. There appeared to be no additional stents visible. There appeared to be a 2 cm balloon inflated within the lower 2/3 of the stent/valve, with a mid-balloon persistent waist both sides of the balloon. The proximal stent/valve appeared to not be fully expanded anteriorly. The second image reviewed appeared to be the same image as # 1, however, zoomed in; there are no other comments to make. The third image reviewed was also a lateral view, with what appeared to be at least 1 additional stent placed, in addition to the initial 2 cp stents. The balloon appeared to be repositioned more distally. The balloon and stent waist posteriorly remained both on the balloon and the stents in the mid portion. The stent anteriorly appeared expanded, however, the balloon still persisted with a waist, suggesting thickening. Distally, the frames are fully expanded, however, proximally anteriorly there was persistent non -expansion of the frames. Conclusion: the patient with a melody valve implanted 8+ years ago now with increasing gradient and a functioning valve. Patient was taken for an intervention and at least 1-2 additional stents placed with a valve-in-valve using another melody valve. Waist persisted post procedure with a post procedure rv-pa gradient of 22 mmhg and no pulmonary insufficiency. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that eight years and eight months following the implant of this transcatheter bioprosthetic valve, routine echocardiogram revealed normal valve function with absence of pulmonary insufficiency and a mild - moderate pulmonary stenosis with vmax of 3.9 m/s and a maximum peak gradient of 62mmhg. Four months and two days later, the patient was admitted to hospital. Echocardiogram findings and spiro-ergometry revealed reduced maximum oxygen consumption rate of 24ml/kg x min. Magnetic resonance imaging (MRI) six days after hospitalization showed moderate pulmonary stenosis and mild central insufficiency. Outgrowth was taken into account for re-intervention as the implant was at age 12 and the patient now was 20 and had increased body weight by factor 3-4. Four months and 13 days following initial diagnostic hospitalization, the patient was treated with a valve-in-valve procedure. The patient¿s right ventricle (rv) pressure was 86mmhg, femoral artery 99mmhg, rv-pulmonary artery (pa) gradient 50mmhg. The team performed serial dilation of the valve and pre-stent with atlas god ultra-high pressure balloons size 22mm and 24mm. This was followed by the implant of a new valve ((B)(6)) inside the original valve ((B)(6)) using a 22mm ensemble revealing rv pressure of 54mmhg, femoral artery 115mmhg, rv-pa gradient 22mmhg, and no insufficiency. Stenosis remained within the stents and new valve, most likely caused by a proximal substernal non-compressible block of pannus tissue. Further dilation with atlas gold 22mm balloon did not improve hemodynamics or significantly reduce the pannus area. Per the physician, imaging showed non-radiopaque area within the stents, therefore with the absence of visible calcification and no endocarditis in patient history as well as absence of any stent fractures, pannus is the only explanation. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID pb1018 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.